Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which observed that the green cap was detached from the patient connector and loose inside the over pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette had patient line green cap "loose in bag, not on top of patient line". This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.